Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was hanging outside of the slit when unpackaged. The customer chose to use a different device. There was no reported patient injury. The issue was identified upon opening the package. The device was used in an interventional procedure, it was stored and prepared according to the instructions for use, no damage was noted to the button, the device storage temperature did not exceed 25 °c, no kinks were observed in the sheath or device, no damage was noted to the sealant sleeves. The device was discarded at site.

Manufacturer narrative:
A product history record (phr) review of lot f2607106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.